Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery ststem and its components were implanted in a patient of the endovascular treatment of an abdominal aortic aneurysm in 2003. The diameter of the proximal non-aneurysmal aortic neck was 23 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 150 mm. Vessel morphology is unknown. It was reported that the stent graft was successfully implanted; however, the patient later developed paralysis and expired due to unknown causes. The physician reported that the patient's death was not related to the aneurx stent graft.